Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started the month prior, at an unspecified time. As a result of the alleged issue, the patient administered self-care by taking his usual daily dosage(s) of metformin. Before the alleged issue began, the patient claimed that he had developed symptoms of lightheadedness, fatigue, and confusion. Eight days prior to report, the patient claimed that she received unspecified treatment from an emergency room (ER) because of the alleged issue. The patient's blood glucose was also tested by the ER, but the result obtained is unknown. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, why the patient went to the ER, what treatment he received, and what blood glucose result(s) the ER obtained. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, if he was able to test his blood glucose before and after the symptoms started, and if he was symptomatic during the ER visit. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received unspecified treatment from an ER as a result of the alleged issue and over a month after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.